Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and blank display. Customer's blood glucose at time of incident was 5.3mmol/l. The customer reported that the whole screen is white and she can see moisture under the lcd display and found fluid in the battery compartment. The customer wanted to perform auto test but since then the screen is white and the pump alarms. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with high idle current at 5.17 a due to corrosion at the electronic assembly. The insulin pump leaked at a cracked case on the back at the battery tube area and failed the leak test. However, the insulin pump powered up properly after battery installation. No blank display anomaly was noted. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads and minor scratched lcd window.